Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it did not confirm the customer complaint. The reported event loss of connection was not confirmed. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.